Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and the extension tubing markings were completely worn. Blood products appeared to be occluding the catheter near the distal end of the extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, the sample was partially occluded by blood products. The observed partial occlusion was caused by blood product accumulation in the catheter lumen. Blood accumulation within a catheter is typically caused by improper maintenance. The presence of usage residue encrusting the valve was also indicative of improper maintenance. The product IFU provides instructions for proper maintenance of the indwelling catheter.

Event description:
It was reported that a PICC catheter was removed from the patient because it was obstructed. Catheter has been placed on patient to perform 3 injection by day of 2g ceftazidim. Catheter is well rinsed with 10 cc before injection and 20 cc after. On (B)(6) 2017 there was blood inside catheter until close to the catheter cap. The catheter was found obstructed by the nurse on (B)(6) 2017. Catheter was removed on (B)(6) 2017. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay2133 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC catheter was removed from the patient because it was obstructed. Catheter has been placed on patient to perform 3 injection by day of 2g ceftazidim. Catheter is well rinsed with 10 cc before injection and 20 cc after. On (B)(6) 2017 there was blood inside catheter until close to the catheter cap. The catheter was found obstructed by the nurse on (B)(6) 2017. Catheter was removed on (B)(6) 2017. No patient injury was reported.